Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of light source malfunction was confirmed. Cause of malfunction was a defective led light engine. Unit passed functional testing with a known good led light engine installed. The complaint investigation has concluded that the malfunction was caused by a defective electronic component on the led light engine. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during a shoulder arthroscopy the light was not turning on in the box, visibility was completely lost while inside the patient. A backup device was available to complete the procedure with no delay or patient injuries.